Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: bag broke in lap chole. Surgeon then asked for applied bag and all went fine. Dr. Did not subject bag to any unusual treatment. Must be lot defect. Reason product not returned: tossed in trash. List any other products used with device: 12mm versastep trocar. Nothing fell into the patient's cavity. There was no extension to the surgery.